Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. (B)(4).

Event description:
Information received by medtronic stated that the reservoir ring was damaged. Customer stated that they were able to lock in place the reservoir when inserted in insulin pump. No harm was required during medical intervention. The insulin pump will not be returned for analysis.